Event description:
Additional information: it was reported that the patient's previous driveline infection was methicillin-susceptible staphylococcus aureus (mssa) and follow up culture showed a few gram positive rods, however the final culture result was no growth. The patient had irritation around the driveline site. The patient was admitted for diuresis and further workup for infection with no worsening of infection revealed.

Manufacturer narrative:
Event: the patient's previous infection is reported within MFR report number 2916596-2019-01517. Manufacturer's investigation conclusion: the root cause of the reported event could not be determined. The patient remains ongoing on vad support and no further issues have been reported. The hm3 IFU lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device: 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted with complaints of shortness of breath and abdominal distention. The hospital workup revealed no ascites, lingering infectious process was noted around the driveline. The account reported the patient infection culture was improved from the patient's previous infection. There was no surgical intervention noted. No further information was reported.